Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working and had high blood glucose. The customer stated when changing set, it would not allow her get passed a certain point. She started encountering high blood glucose about a week ago. The customer's blood glucose was 411mg/dl. The customer stated she felt tired, thirsty and nauseous. The customer stated she will use a sure t and it was bent at a 90 degree angle. During troubleshooting the insulin pump passed the high pressure test. Advised customer to follow up with her doctor, monitor the insulin pump and call back if needed.